Event description:
It was reported that during initial implant, upon hooking up the leads to the can, the implantable cardioverter defibrillator (ICD) started to audibly tone and the mobile programmer application screen rebooted on its own. When the application came back on it showed the ICD had experienced a partial electrical reset where diagnostic data such as pacing percentages and rate histograms were cleared, however parameter values remained unchanged. Additionally, bluetooth and battery voltage were temporarily unavailable. It was also noted that the data summary report did not display both the battery voltage and longevity data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comments that the mobile programmer application screen rebooted on its own, when the application came back on it showed the ICD had experienced a partial electrical reset where diagnostic data such as pacing percentages and rate histograms were cleared and bluetooth and battery voltage were temporarily unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.